Manufacturer narrative:
The hydrus microstent presumably remains in-situ and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Additional information has been requested and a supplemental report will be filed if new information is received. Pain and inflammation are listed in the device labeling as potential adverse events. This report is for the left eye. Reference MDR # 3016075957-2022-00093 for the right eye. The manufacturer internal reference number is: (B)(4).

Event description:
A female patient underwent bilateral hydrus microstent implantation in (B)(6) 2022 (exact dates unknown). She reported experiencing inflammation with a ¿pinchy¿ and ¿achy¿ sensation in her eyes.